Event description:
It was reported that the 2500 system had an overtime error message displayed while doing a film shot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.